Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient was hospitalized for diabetic ketoacidosis on (B)(6) 2016. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the pump could not be ruled out as a cause or contributing factor to the alleged health event.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. (B)(4).